Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the atrial pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the atrial pacing lead was variable. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the atrial pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the atrial pacing lead was variable. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a post-operative device check, a few weeks after implant, the right atrial (ra) lead exhibited no capture, was tested again and showed high capture. The ra lead also had unstable thresholds, varying impedance and undefined high impedance measurements. During a pocket manipulation test, the ra lead exhibited oversensing and noise. It was also reported, "since there was no definitive answer the physician decided to change both of the products that were causing trouble." It was noted that after the lead and device were explanted and replaced, the device was visually inspected and the "set screw did not appear to be loose." No patient complications have been reported as a result of this event.